Event description:
It was reported that the patient missed a reservoir refill appointment which led to withdrawal symptoms. The device system was used to deliver hydromorphone and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10932r56, implanted: (B)(6) 2002. Product type: catheter. (B)(4).